Manufacturer narrative:
It was caused due to an excess force on the ccd cable. We received the defect and conducted the following investigation and repair. Observations: the endoscopic image was noise (blackout) in the image. (If you apply the right angle in the state, noise will occur) and light guide fiber bundle (lcb) disconnected. Repair replaced :the ccd module, light guide fiber bundle (lcb).

Event description:
This event occurred before use. There was no report of patient harm. Brand new overhauled ccd shows flickering image during angulation last service (B)(6) 2021.